Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 04/30/2026 and 05/01/2026 the wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient contacted their daughter regarding the inaccuracies, who contacted the patient´s hcp. The hcp informed that patient that if the alerts continued, the patient had to go to the hospital. As the alerts persisted the patient went to the hospital around 04:00 pm. At that time the patient experienced sweating and shortness of breath. No medications or treatments were provided prior to going to the hospital. When a fingerstick was taken, the cgm reading was 150 mg/dl, and the blood glucose reading was 300 mg/dl. The patient was treated with intravenous fluids. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.